Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) was not operating on main ac source. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) checked & found its power sply/chrgr w/o ext dc inpt module is not working. Fse replaced power supply charger (d014-00-0033-05) unit under cmc & checked it working ok but customer kept it under observation for coming 15 days. Work done on dt 08/09-04-2025. Checked & observed to that machine & confirmed machine working ok on last 2days. Machine handed over to the department for clinical use.

Event description:
N/a